Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and they had to visit emergency room due to hyperglycemia on (B)(6) 2021. Blood glucose reading was 487 mg/dl at the time of event. The customer experienced symptoms such as headache, nausea, weakness and altered vision as a result of high blood glucose. Customer also stated that the cannula was bent and they also received insulin pump error alarm. The customer was able to clear the alarm and performed displacement test and insulin pump passed the test. Customer was using insulin pump within 48 hours of the reported event. Auto mode feature was activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.